Event description:
Surgical intervention was undertaken on (B)(6) 2023 wherein the patient was implanted a new system. Therapy was restored post procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. E1 correction: the reporter's information was updated.

Event description:
It was reported that the infection has resolved, and surgical intervention may be undertaken in the future to implant a new system in the patient.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. D3 and g1 correction: the manufacturing site was updated.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-03416. Related manufacturer reference number: 1627487-2023-03314. It was reported that the patient's ipg surfaced through the skin which caused bruising and burning sensation. Reportedly, there was scab, followed with an open wound exposing the ipg and the patient experienced an infection at the ipg site. Additionally, the patient experienced recurring scabs over the lead sites since implant. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire thoracic system was removed to address the issue.